Event description:
It was reported to philips that " there is no connection to floral due to broken cable in patient areas". This is connected to a loss of image related to a allura xper fd20. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c.